Event description:
Procedure details: on (B)(6) 2024, the device operator conducted a radiofrequency (rf) microneedle procedure on an adult male patient's chin. Prior to the rf microneedle procedure, a topical anesthetic was applied to the patient's skin. Immediately following the rf microneedle procedure, the device operator performed an additional treatment using a 1064 nm laser over the same area. Incident description: post-treatment, the patient developed a deep partial-thickness burn on the chin, which presents a high risk of healing with scar formation. Protocol adherence: the rf microneedle instructions for use (IFU) advise against using a light-based device within one month on the treated area. The laser IFU specifically instructs operators not to use topical anesthetic when performing laser procedures. Conclusion: the device operator deviated from the recommended protocols outlined in the ifus for both the rf microneedle and laser devices. This deviation likely contributed to the adverse outcome experienced by the patient. The numbing effect of the topical anesthetic for the rf microneedle procedure prevented the patient from feeling the tissue overheating during the 1064 nm laser procedure. The laser IFU instructs operators not to use topical anesthetic and explains the importance of patient feedback on skin temperature to prevent overtreatment.